Event description:
It was reported that prior to procedure, the retractor was removed from the packaging and it was found to be torn. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.